Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Conclusion: the device was returned inserted through the customer's introducer sheath. A visual inspection found bunching of the balloon material at the distal tip of the device. Additionally, the distal tip of the sheath was found to be flared and buckled. Therefore, based on the damage to the sheath, the bunched balloon material, and as the device was unable to be removed from the sheath, the investigation is confirmed for sheath-related retraction issues. The definitive root cause for the retraction issue could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Potential adverse reactions: additional intervention

Event description:
It was reported that during an angioplasty procedure, the pta balloon catheter allegedly bunched up at the distal tip and could not be retracted through a 6 and 7fr sheath. The balloon and sheath were removed as a single unit. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon catheter allegedly bunched up at the distal tip and could not be retracted through a 6 and 7fr sheath. The balloon and sheath were removed as a single unit. Another balloon was used to complete the procedure. There was no reported patient injury.